Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angiography in the sfa, the pta balloon catheter allegedly could not be retracted through the 5fr sheath. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The first segment contained the catheter with the hub and measured approximately 54.9cm in length. The balloon was detached from the catheter at the proximal weld bond and was returned within the introducer sheath. The distal end of the balloon was protruding from the distal end of the introducer sheath and was bunched, likely indicating retraction issues. No other anomalies were observed to the device. The introducer sheath was examined under microscopic magnification (12.5x). The distal tip of the sheath was flared, which typically indicates retraction issues. Functional/performance evaluation: the detached balloon was removed from the introducer sheath. The balloon was examined under microscopic magnification (12.5x) and no ruptures were noted. No further functional testing could be completed due to the detached balloon. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within the customer's 5fr introducer sheath. Based upon the condition in which the sample was returned, the investigation is confirmed for retraction issues and a balloon detachment. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the sfa, the pta balloon catheter allegedly could not be retracted through the 5fr sheath. There was no reported patient injury.